Event description:
It was reported the smartstitch perfect passer magnumwire suture cartridge was "popping off" the perfectpasser handle intra-operative. Additional information regarding the outcome of this event was not provided. No patient complications were reported as a result of this event.

Manufacturer narrative:
(B)(4).